Event description:
Customer states that his compact plus device reads in mmol/l, rather than mg/dl. Labeling on the meter indicates that readings should be in mmol/l. Customer indicates this device was purchased in the united states. No actions taken based on device results. Return of the suspect device was requested for evaluation.